Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized due a continuous elevated blood glucose (bg) level ranging from 486-487 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous. A manual insulin injection was administered to address bg. Customer was treated with intravenous fluids of saline and insulin. Customer and was released from the hospital on (B)(6) 2021. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.